Event description:
Technician found that the brakes would engage but did not hold while performing preventive maintenance on this bed. There were no reported injuries due to the brake not holding.

Manufacturer narrative:
Technician replaced the brake steer caster and the brakes functioned properly. Pursuant to our response to warning letter 2008, hill-rom is continuing its retrospective review of events for reportability.